Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during retraction of the device, interaction with the guiding catheter resulted in the reported difficulty to remove. Manipulation of the device resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery (rca) with heavy calcification that was 60 to 70% stenosed. Resistance was not felt during the advancement of a 4.0 x 18 mm xience xpedition rx drug eluting stent (des) to the lesion and the stent implant was deployed; however, during retraction, the balloon became caught on the guiding catheter and the catheter shaft separated. It was reported that the balloon was fully deflated when retraction was attempted. The separated portion was successfully snared. It was also reported that the patient returned to the cath lab for additional procedure to check if the stent was patent and properly deployed. No additional information was provided.